Manufacturer narrative:
Exact date unknown, event occurred some time in the year of 2019. Explant date: explanted some time in the year of 2019.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No further information has been obtained despite good faith efforts.